Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 294, 351 and 388 mg/dl. The customer¿s expected am fasting blood glucose test result range is 150-175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. Customer's test strips are expired: test strip lot manufacturer¿s expiration date is 09/30/2021. Customer stated she had just received the true metrix meter and test strips from her local pharmacy the week prior to the call. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.